Event description:
The customer reported the system failed to boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer evaluated the system and requested a cpu pcb assembly for replacement; however, the price quote from ge surgery/oec was not accepted by the customer.